Manufacturer narrative:
Phone number: (B)(4).

Event description:
Philips received a complaint on the heartstart xl+ defibrillator indicating that device showed alarm: ECG malfunction error. The rse evaluated the device remotely. It was determined that the device alarmed indicating ECG malfunction error. The rse instructed the customer to re-run the operational test to resolve the problem. The device was returned to full functionality after the operational test. The device remains at the customer site and no further evaluation is warranted at this time.